Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an omega sds with stent. There was contrast in the inflation lumen and on the device. There was blood in the guidewire lumen. The balloon was tightly folded with the stent on the balloon between the markerbands. Microscopic examination revealed that the stent was secure on the balloon, not detached/moved as reported. The first row of struts on the proximal end of the stent were flared and bent. Microscopic examination and tactile inspection presented no damage or irregularities to the shaft of the device. Microscopic examination presented no damage or irregularities in the tip. Microscopic examination inspection presented no damage or irregularities to the balloon or balloon bonds. Microscopic examination inspection presented no damage or irregularities to the markerbands. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the stent detached from the balloon. The target lesion was located in the left circumflex (lcx). A 16x3.00mm omega¿ bare metal stent was advanced to treat the target lesion. During advancing, the stent was unable to cross the lesion. The physician removed the device and it was noticed that the stent had visibly come away from the balloon but the stent did not detach completely from the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that the stent detached from the balloon. The target lesion was located in the left circumflex (lcx). A 16x3.00mm omega¿ bare metal stent was advanced to treat the target lesion. During advancing, the stent was unable to cross the lesion. The physician removed the device and it was noticed that the stent had visibly come away from the balloon but the stent did not detach completely from the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.